Event description:
After six days in the patient, the staff noticed that the PICC was leaking at the junction of the catheter and the extension. PICC was changed. Patient developed a candida infect following the change.

Manufacturer narrative:
Examination of sample showed that there was leaking at the junction between the catheter and anit-kink colloar. Microscopic examination showed typical rough areas which hint to a tensile fracture. As the catheter worked for six days before the failure we can rule out a manufacturing defect. We assume that either the use of alcohol based disinfectants, adhering of the catheter to dressing during dressing change or rupture after routine care may have caused this fracture. There will be no corrective action at this time, but vygon will enter this complaint into our database and continue to vigilant for this type of complaint.

Manufacturer narrative:
There was several additional occurrences mentioned by the reporter, but not specific details were given, and the devices were disposed of. The device was returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.